Manufacturer narrative:
No catalog or lot numbers were provided, and therefore no lot history review could be conducted. The device was not returned for evaluation, and therefore it is not possible to assess whether any material or manufacturing defects were present in the implant. Although the implant was present during the surgical procedure, there is no evidence or report to indicate that the implant failed or that the implant was directly related to the adverse event.

Event description:
"It was reported that a patient with a previous history of instrumentation of l2-sacrum in 2003 presents to dr for recurrent back pain. It was decided that dr would extend the patient's previous construct to t11. Patient underwent a tlif surgical procedure utilizing hydrosorb boomerang on approx nine months later. During the procedure, "attention was addressed to the t12-l1 level. A similar boomerang trial was placed and on removal of the trial, a contraction of the lower extremities was noted. The neurological monitoring team was alerted and within 2 minutes performed a transcranial motor-evoked potential. This motor-evoked potential initially was reported back as normal. Over the next 5 minutes, the signals disappeared." A wake up test was performed and it was apparent that the patient could not move her lower extremities. As a result, the patient is a t12 paraplegic. In late 2005, the patient developed a decubitus ulcer and had to undergo surgical debridement. The patient had to be moved to a nursing home for continuous monitoring."